Event description:
Home patient (hp) called in to baxter's technical service center and reported a check patient line alarm during initial drain using the homechoice (hc) system. After technical service rep instructed hp to open catheter and patient line clamp, press stop/go, drain volume started increasing. No patient injury or medical intervention reported at the time of the incident.